Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the tip clamp in the problem area of the pipetter assembly. The fse replaced all tip clamps and cleaned sleeves. The instrument was inspected, tested without further problem, and returned to service.